Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 620753,620756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, shoulder pain, dysuria, bacterial vaginosis, torticollis, neck sprain, influenza, gastritis, syncope, menometrorrhagia and uti. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), abdominal distension ("hormonal changes describe: bloating"), headache ("headache"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, dysmenorrhoea, dyspareunia, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, abdominal distension, headache, nausea, weight increased, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pelvic inflammatory disease, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for psych injury, bladder problems., urinary problems. In earlier pfs, date of insertion was (B)(6) 2015. In mr patient date of birth was (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: impression: micro insert occlusive devices appear to be appropriately positioned and there is no contrast extending into the fallopian tubes. Imaging procedure on (B)(6) 2015: essure confirmation test (unspecified): bilateral occlusion. Lot number: 620753, manufacturing date: 2006-09, expiration date: 2008-08. Lot number: 620756, manufacturing date: 2006-09, expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. Case criteria upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.